Event description:
The device (cev605g) was returned to mxi svc and repair.

Manufacturer narrative:
(B)(6). Eval of the device indicated that the plastic skirt was missing. The blades and body presented traces of impact. The plastic skirt was most likely removed by force suing forceps. The blades and body were damaged after this practice. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.